Event description:
The customer reported a falsely decreased alinity I total b-hcg result for one patient while running on the alinity I processing module. The following data was provided: 03aug2023 sid (B)(6): b-hcg initial result = < 2 iu/l; repeat result = 425 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
Service performed significant troubleshooting on the alinity I processing module, serial number (B)(6) by replacing multiple parts, however, the manifold kit, dilution assembly was observed to be cracked and bubbles in the conductivity sensor, dilution assembly were detected. Service replaced both the parts. However, sample integrity could not be ruled out. Replacing the manifold kit, dilution assembly and conductivity sensor, dilution assembly were considered the issue resolution. The module function was verified with a control/precision run. The service history of the alinity I processing module, serial number (B)(6) verifies no subsequent issues have been reported related to incorrect results post service intervention. A review of tracking and trending for the alinity I processing module did not identify any related trends of the alinity I system regarding the current issue. A review of tracking and trending for the manifold kit, dilution assembly and the conductivity sensor, dilution assembly did not identify any trends associated with the complaint issue. Review of manufacturing documentation did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I processing module, serial number (B)(6), manifold kit, dilution assembly, or the conductivity sensor, dilution assembly were identified.updated information received on 16aug2023, to confirm the unit of measure for the results provided in section b5, describe event or problem. The unit of measure was updated to iu/l from originally submitted as u/l.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer reported a falsely decreased alinity I total b-hcg result for one patient while running on the alinity I processing module. The following data was provided: (B)(6) 2023 sid (B)(4), b-hcg initial result = 2 u/l; repeat result = 425 u/l. There was no impact to patient management reported.